Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The event report for this file was received from the chinese health authority reporting that during cataract phacoemulsification surgery, the surgeon found that the loop was broken. The procedure was discontinued and unspecified replacement lens was used to complete the procedure with out any adverse effects on the patient.